Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to aseptic loosening of the femoral component and pain. The femoral components were removed and replaced with a femur, a smooth cemented stem and a constrained polyethylene liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity¿ and ¿interoperative and/or postoperative pain.¿